Event description:
The pt was scheduled to receive a 2 fraction treatment to the braest over a 5 day period - for a total of 10 fractions. Prior to the last 2 fractions, the doctor went out of town. The new doctor discovered that the calculated center of the balloon was off by 4mm and choose to cancel the 9th and 10th fractions. Subsequent calculations showed the dose received was approx 19-35% less than prescribed, depending on the axis used realtive to the catheter. The pt has been notified and nrc was notified the day the last 2 fractions were canceled in 2004. However, review of the events and the dose calculations were not complete until a days later. The max dose the pt recieved was calculated to be 2720 cgy.